Manufacturer narrative:
(B)(4). Date sent: 09/04/2025. D4: batch #unk. H4: the device manufacture date is currently not available. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: is the current patient status known? Was there any patient consequence or change in the post-operative care of the patient as a result of the event? Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a laparoscopic gastrectomy procedure, it was observed that there was difficulty to complete the shot, requiring the use of both hands to finish the four movements at the third firing. It was further reported that the device did not staple in its entirety when the opened the stapler. It was further reported that the device was locked, so the unlocking mechanism was activated with the red button to return the blade. Finally, it was decided to replace the equipment with a new stapler, with which the procedure was completed without problems. There was no patient consequence nor surgical delay reported. No additional information provided.

Manufacturer narrative:
(B)(4). Date sent: 11/03/2025. D4: batch #827a45. Updated data: h4. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one ec60a device was returned with no apparent damage and with no reload present. The device was tested for functionality in the articulated position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples met the staple release criteria. The event described could not be confirmed as the device performed as intended and it opened and closed without any difficulties noted. Additionally, photos were provided and they showed a shipping box from top view with a label, code ec60a lot: x96g9p. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 827a45, and no non-conformances were identified.